Event description:
It was reported that pump battery was not charging and customer provided no blood glucose information. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump, distributor attempted to connect pump but cable could not be inserted due to damaged usb port, pump battery could not be tested, and replacement pump was provided while original pump was awaited for further evaluation.